Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. No pump error 82 and 130 alarms noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 alarm (line number 427 file number 16) was found in the traces on 04/11/2026 16:11:14.000 due to moisture damage to the motor assembly, pcb1 board and pcb 2 board. Verified in the pump history download the pump alarmed pump error 130 on 04/11/2026 16:07:11.000. Pump was cut open to perform visual inspection and found moisture damage to the motor assembly, keypad traces, pcb1 board and pcb 2 board. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked case corner of the belt clip rails near the battery compartment, cracked lcd window display, and cracked keypad overlay. Pump passed functional testing. Pump error 82 and 130 alarm was confirmed in the pump history due to moisture damage to the motor assembly, pcb1 board and pcb 2 board. All buttons functioned properly during test. No keypad anomaly noted. However, moisture damage was noted on keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 82 (the hrm task did not grant motor power in reasonable time.), pump error 130 (pump detects movement in hall sensor counts that are unexpected as the pump did not command motor movement.), keys inoperative and crack back near battery compartment. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was done and found the customer was not able to rewind the insulin pump. Troubleshooting was performed and the pump functionality was affected. No harm requiring medical intervention was reported. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.